Event description:
On (B)(6) 2010, the patient underwent emergency endovascular repair of a ruptured thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. Prior to the implantation of the device, an axillary-axillary artery bypass procedure was performed, and the device was implanted just below the left common carotid artery. Final angiogram showed a slight type 2 endoleak, which was left to be monitored, and the procedure concluded. On (B)(6) 2010, the patient was discharged with the persistent type 2 endoleak. On (B)(6) 2010, the patient developed hemoptysis from the ruptured aneurysm and expired on the same day.

Manufacturer narrative:
Evaluation codes: results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, rupture, and death.